Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information was received that this patient underwent a revision procedure and this lead was surgically capped and abandoned. A new lead was successfully placed with normal shock impedance measurements. No further complications were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in all configurations. It was reported that the impedances have increased form 45 ohms back in 2008 to greater than 125 ohms now. All other lead measurements are normal. The patient was to undergo a revision procedure in the near future. No adverse patient effects were reported.